Event description:
Home patient (hp) reports incomplete prime with pt line of homechoice set. Hp was able to reprime the line and complete treatment with assistance of baxter tech. No pt injury or medical intervention required per hp.